Event description:
Patient was up in a chair, getting ready to go back in bed. Second registered nurse (rn) ([redacted] and [redacted]) was using golvo 8008 as a lift. While on the process of lifting the patient with the equipment, the lift lost its traction and almost caused a fall.